Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated "autofill failure" and "maintenance required" alarms. The "maintenance required" alarm was either a "code #2" (drive transducer offset failure) or a "code #3" (balloon transducer offset failure). The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformance in the DHR related to the reported event. The company representative replaced the manifold drive assembly and the transducer. The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).